Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Product description:- articuleze m head 36mm +5 product code:- 136552000, lot no:- 2251430, quantity of manufactured- (B)(4). Date of manufacturing- october 2006, ant anomalies or deviations identified in DHR- n/a, expiry date- october 2011, IFU reference- 78001706. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : product description:- articuleze m head 36mm +5, product code:- 136552000, lot no:- 2251430, quantity of manufactured- (B)(4), date of manufacturing- october 2006, ant anomalies or deviations identified in DHR- n/a. Expiry date- october 2011, IFU reference- 78001706.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle implants were implanted in the right hip on (B)(6) 2007. Revised on (B)(6) 2011, femoral osteolysis, infection. Cobalt and chromium are 14 and 9, pain. All implants were removed. Osteotomy was used to remove the aml stem. Prostalac was implanted. Loose cup was noted pre-op, but operative noted indicated it was embedded and there was no indication of loosening. PICC line was placed for treatment of infection. Second stage revision on (B)(6) 2012 ¿ competitor stem placed with pinnacle cup. Doi: (B)(6) 2007, dor: (B)(6) 2011, right hip.